Event description:
It was reported that the patient felt that the pump was moving. The device diagnosis was noted as a pump migration. Upon examination on (B)(6) 2015, the pump appeared stable to the health care provider (hcp). The hcp also ¿believed¿ the pump was stable. The event was noted as ongoing and the type of medication being delivered via the device system was hydromorphone and clonidine. If additional information becomes available, a follow-up report will be submitted.

Event description:
On (B)(6) 2015, additional information received from the healthcare provider (hcp) reported that the events resolved without sequela on (B)(6) 2015.

Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).